Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and a correction to b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation was unable to determine a cause of the failure. The relation between the subject device and the event (positive culture) could not be presumed. This issue is addressed in the instructions for use (IFU): IFU warns on inappropriate reprocessing as follows: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor the field performance of this device.

Event description:
In addition to testing positive for one (1) colony forming units (cfu) of klebsiella oxytoca, the distal end was sampled and tested positive for three (3) cfus on an unknown microorganism.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for one (1) colony forming units (cfu) of klebsiella oxytoca. The issue was found during a routine culture of the scope. The sampling occurred at reprocessing. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for microbial culture testing. All channels were sampled and the device tested positive for over 20 colony forming units (cfus) of micrococcus luteus on the sampling solution of the air/water channel. The device was reprocessed and underwent a second sampling and no germs were detected. The obtained results are in conformance with the requirements. The device was evaluated by olympus. A worn flexibility adjustment ring, caused the flexibility adjustment function to not work, the control body side cover had a chip, the plastic distal end cover was deformed, the bending section cover adhesive was worn and the universal cord was buckled. A worn angle wire caused the bending angle in the up direction to not meet specification. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.